Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call software error detection alarm on the insulin pump. Customer's blood glucose level was 12.2 mmol/l. Troubleshooting for the alarm was performed. Customer advised the alarm occurred during temporary basal. Customer programmed a normal bolus into the air and the bolus delivery was recorded in the daily history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The formatted history file analysis confirmed the pump error 53 due to a software error. The pump was received with minor scratches on the lcd window and case.